Manufacturer narrative:
Section d9 - device available for evaluation: corrected. Manufacturer¿s investigation conclusion: the reported event of a damaged black power lead was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). Visual inspection of the system controller revealed that the black power cable had a slit in its outer jacket, which exposed the inner braided shield layer. The system controller was functionally tested and found to perform as intended despite the observed damage. The system controller supported pump function without issue for an extended period of time. After testing, the layers of the black power cable were removed one at a time in the area of the observed damage. The layers beneath the braided shield were found to be in unremarkable physical condition, including all the inner wires. The downloaded log file was also reviewed, and no atypical alarms or events were observed. The pump maintained a speed within the expected range without issue while the driveline was connected. The root cause of the observed damage cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, rev. D section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook, rev. D section 10 and heartmate 3 IFU, rev. C section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. D cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that there was no impact to the patient during this event. Log files and images were provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller had a slit on the black power cable with wiring exposed. The system controller was exchanged.